Manufacturer narrative:
No product was received as the current disposition of the device is unknown. No radiographs could be provided confirming the alleged complaint. The patients post op activity levels were unknown. The root cause of the event is unknown and could not be determined based on the lack of provided information. No additional investigation can be completed. Labeling review "... Potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries... Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." "... Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." "... Screwing the 5mm laminar screw beyond 5mms can inhibit plate engagement..." "... Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "... Post-operative warnings - during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..."

Event description:
On a unknown date a patient underwent a two level laminoplasty procedure on unknown levels of the spine. It was later discovered the implanted plate had slipped off of the laminar screw and as a result the patient required a revision. On a unknown date a revision occurred, information regarding what occurred during the revision could not be obtained. This information was given to the involved rep verbally in passing and no additional information could be obtained.